Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was brushing their teeth at the time of the shock. Office testing was able to duplicate the noise in all three sensing vectors. The pulse generator seemed loose in the pocket. Also, an infection was noted. The system has been implanted less than two months. Technical services suspects that the infection caused swelling, creating extra space in device pocket and the device is in or near that space. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the entire system has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was brushing their teeth at the time of the shock. Office testing was able to duplicate the noise in all three sensing vectors. The pulse generator seemed loose in the pocket. Also, an infection was noted. The system has been implanted less than two months. Technical services suspects that the infection caused swelling, creating extra space in device pocket and the device is in or near that space. There were no additional adverse patient effects. The system remains implanted.